Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a welt on the left side with red marks present. It was reported the patient had a history of skin sensitivities and allergies. There are no allegations of any bleeding, oozing, or weeping wounds. The patient's doctor suggested the patient use cortisone cream for the area. Follow up indicated the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a welt on the left side with red marks present. It was reported the patient had a history of skin sensitivities and allergies. There are no allegations of any bleeding, oozing, or weeping wounds. The patient's doctor suggested the patient use cortisone cream for the area. Follow up indicated the irritation improved.